Event description:
Customer reported that a corner of the device delaminated during implant. The device was then tacked in place using suture. No adverse patient consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.